Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 21st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.